Event description:
It was reported, that a female underwent a revision surgery due to the plate fracturing 3 months post op.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.